Event description:
The customer reported that their pump screen was dark and would not turn on after the device was dropped in the toilet. This issue led to the customer's blood glucose level displaying as "high," but no specific value was known. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance due to the incident. The customer reverted to an alternate method of insulin therapy.